Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) was on-site at the user¿s facility and noted that the customer¿s evis exera iii video system center device was displaying a b30 scope communication error whenever 190 series scopes were connected. Reportedly, this was discovered during preparation for a diagnostic upper gastrointestinal procedure. The customer confirmed that the intended procedure was completed using the same set of equipment without patient harm or any delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable technical defects were noted: minor scratch on top cover and front panel, minor corrosion on rear panel and chassis. The receptacle was found ok. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.